Event description:
It was reported that a patient had a skin reaction while using the moderma flex convex cut to fit urostomy pouch with flextend barrier and adhesive border. The patient had been using the product for about a year prior to having a reaction. It was unknown how long the specific barrier was in use at the time of the reaction. Three rounds of oral antibiotics ( two rounds of flucloxicillin, one round of co-amoxiclav) were prescribed for the patient along with skin ointment. The patient is now using a different pouching system.

Manufacturer narrative:
The root cause of the skin reaction can not be determined. A complaint trend analysis was reviewed from jan 2011 through may 2014 and no adverse trends were noted.